Event description:
Device 2 of 3. Reference MFR report numbers: 1627487-2013-20161 and 1627487-2013-20159. The patient was implanted for head pain with multiple leads of the same lot number (off-label use). It was reported during reprogramming, the patient did not receive adequate right side coverage. X-rays revealed the right lead has pulled from the original location. Surgical intervention is pending at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.